Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the doctor felt something hit the back of his leg during a lap chole procedure. The doctor looked up and noticed the device cable was missing. The only part still connected to the generator was the connector that was plugged in and was on fire. The fire was extinguished with an or towel. The generator was turned off. A new cable was brought in. The grounding pad was removed and replaced with another pad. The generator was removed and a new generator was brought in. The same device hook was used to finish the case with no further instances. There was no patient injury.